Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results (less than 20mg/dl). The customer's expected blood result is 110-120mg/dl fasting. Customer has blurry vision but declines any need for medical attention at this time. Reviewed meter memory: (B)(6). The customer is calling in regards to getting lo results. The customer is having more of a high result symptom than a low blood result. Customer does not consider the glucose level is too low. The customer has been using the test strips over a year. Customer removed test strips from the original vial and had them in a different container. Unable to obtain the lot number of the test strips. The customer performs his blood test an hour or 1 hour after his meals.